Event description:
Dr states headclamp slipped after 60 lbs pressure applied, causing superficial scalp laceration which required skin staples to close. Dr requests headclamp be checked for proper function.